Event description:
Surgeon placed lawrence suprapubic catheter introducer, but was unable to thread a catheter. A piece broke of the outer sheath of the introducer causing the outer sheath to be "sucked" into the abdomen. The incision was extended to remove the sheath. Surgeon questions device problem.